Event description:
It was reported that, "the surgeon was not happy with his cup placement, based on his post operative x-ray and the surgeon wanted to revise the cup."

Manufacturer narrative:
When the device is received, it will be evaluated. Additional information pertaining to the event has been requested. When completed, the evaluation summary will be submitted in a supplemental report.